Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had sever hyperglycemia. Customer states that sever hyperglycemia was due to bent catheter after a site change. Blood glucose at the time of incident was 381 mg/dl. Customer states that elevated blood glucose and ketone resulted in headache and blurred vision. Customer treated it with manual injection and site change. The pump will not be returned for analysis.